Event description:
Following an angiogram, an angio-seal device was placed in a pt's femoral artery. Sometime following the deployment a hematoma formed (length of time to onset is not documented). This hematoma developed into a pseudoaneurysm which required subsequent vascular surgery to repair the artery. As of 9/14/98 there has been no further report to the MFR of complication or pt sequelae.